Event description:
It was reported that the patient device showed high impedance. During the office visit in which high impedance was found, the patient's device was disabled. The patient has been referred for revision due to the high impedance. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported that the patient's generator and lead were replaced due to high impedance. Lead impedance following the revision surgery was within normal limits. The explanting facility historically does not return explanted products so device return is not expected.